Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker's uploaded data was unable to be read. The health care professional contacted technical services (ts), where ts confirmed that the patient had an implanted boston scientific device and discussed that the device may be at elective replacement indicator or end of life. Ts also noted that the caller hung up the phone prior to obtaining full information. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received from the field that remote monitoring was recently suspended and that the device reached elective replacement indicator in october. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. This pacemaker is no longer in service.